Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String fibres were coming away from the tampon itself [device breakage]. Case description: consumer reported via email that the string fibers were coming away from the tampon. No injury was reported.